Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a chronic 300 mm type b dissection. It was reported the patient continued hospitalization after the procedure due to the development of a retrograde type a dissection in the area of the proximal bare stent that had contacted the dorsal side of the aorta. It was reported that a secondary intervention was not performed as the patient was high risk due to the history of avr (aortic valve replacement). In addition, the physician expected that the aneurysm would not rupture because of the stent graft adhesion to the aortic wall. It was reported that, the physician decided to monitor the patient¿s clinical course. Per the physician, the cause of the event was due to the patient¿s vessels that were originally fragile and prone to dissection based on the past records, such as a dissection developed during a past evar procedure with another manufacturer's stent graft requiring additional cuff implantation, and dissection in the descending aorta. No additional clinical sequelae were reported.